Event description:
The customer's mother called to report that the customer experienced a high blood glucose reading of 515 mg/dl, which was treated with an injection. The mother also stated that the insulin pump was not giving the no delivery alarms when the customer was not getting insulin. In addition, the mother stated that the customer had recently gone into diabetic ketoacidosis and cardiac arrest. However, the mother stated that the insulin alarmed no delivery alarm after changing the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.